Event description:
Early 50¿s male with history of cirrhosis, portal hypertension, obesity and recent gi bleed and portal vein thrombosis. Procedure: transjugular intrahepatic portosystemic shunt (tips) placement, 4 x sclerosis with embolization of large portosystemic shunt and attempted transplenic access to pv system. During the procedure, the bs interlock coil would not come unlatched in the patient. It unlatched when attempting to re-sheath the coil. 2nd attempt- coil would not unlatch from wire. 3rd attempt- coil came unattached in the microcatheter. In all situations, the 0.021 bern direxion micro cath was used as recommended. No known harm to patient. Manufacturer response for device, vascular, for promoting embolization, interlock¿ (per site reporter). Will obtain.